Event description:
The patient was wearing the pod on the arm for between 5 and 24 hours before experiencing symptoms. On (B)(6) 2026, the patient presented to the emergency department with recurrent overnight vomiting, a feeling of dehydration, and significantly elevated blood glucose levels. The caregiver reported persistent hyperglycemia that did not respond to boluses delivered through the pod, with glucose readings reaching 500 mg/dl. In the emergency department, the patient was diagnosed with diabetic ketoacidosis and treated with an insulin infusion. According to the caregiver, hospitalization was considered; however, it is not yet known whether the patient was ultimately admitted. A supplemental report will be provided if additional information is retrieved.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis.